Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used in the bile duct during a cholangioscopy procedure. According to the complainant, during procedure closure, the x-ray image showed the catheter along with the detached radiopaque (ro) marker of the tandem. There is no information if the detached ro marker was retrieved or not. The procedure was completed with a second tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.